Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : initially the lead was not returned for analysis, however performance data was collected from the device and analyzed. Analysis revealed non-physiologic oversensing due to noise, which was observed on the stored atrial electrograms. The pacing impedance was steady at about 557 ohms through (B)(6) 2015 and then rose to out of range starting (B)(6) 2015. Concomitant medical products: d274drg ICD, implanted: (B)(6) 2011; 694765 lead, implanted: (B)(6) 2011. (B)(4).

Event description:
It was reported that the patient's right atrial (ra) lead had a possible fracture, and high pacing impedance. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The distal conductor of the lead developed a fracture due to flexing while in vivo.